Event description:
It was reported that the pump's alarm volume and vibration were too low. Customer's blood glucose level was not impacted. Technical support instructed the customer to adjust the alert sound settings, but when tested, the pump did not make a sound for the alert. As a result, technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy and to put the pump into storage mode before returning it.